Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a starclose se device after a neuro-interventional procedure. Reportedly, there was a pulsative leak in the starclose se introducer exchange sheath coming out from the end of the exchange sheath component that connects to the starclose se body, prior to connect it with the body of the device. The leak was observed after the dilatator and j tip guide wire were removed from the patient's anatomy. The exchange sheath was attempted to be connected to the sheath hub but it did not connect. The device was removed from the patient anatomy. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the starclose se device. A femoral angiogram was not taken prior to the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions, femoral angiogram not taken prior to procedure. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device is consistent with and confirms the reported inability to attach the exchange sheath hub to the clip applier and the reported blood leak at the hub. The analysis of the device observed that the hemostasis valve of the hub was torn and had been partially pushed into the hub. The clip applier was returned partially inserted into the exchange sheath, indicating deployment was continued after the leak was observed. The displacement of the hemostasis valve prevented it from stopping blood flow during insertion into the anatomy and insertion of the clip applier into the sheath. The displaced hemostasis valve prevented the attachment of the exchange sheath to the clip applier. The analysis indicated the valve was correctly slit within specification and would not have prevented insertion of the dilator or clip applier. The report of the blood leak was observed prior to insertion of the clip applier, but after the dilator and guide wire were removed from the sheath, indicates the damage and displacement of the hemostasis valve occurred during initial insertion into the exchange sheath. The analysis did not indicate any product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. No information was provided regarding anatomical conditions that could have contributed to the reported event. Reportedly, a femoral angiogram was not taken prior to the procedure. It should be noted that the starclose se instructions for use instructs the user to perform a femoral angiogram to verify the location of the puncture site, vessel size, the presence of disease, tortuosity or presence of arterial wall dissection. Based on the investigation findings, reported information and manufacturing inspection criteria, the cause of the damaged and displaced hemostasis valve causing the reported blood leak could not be determined. There was no indication of a product quality deficiency. Review of the finished device history records did not reveal any relevant nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no previous similar incidents reported for this lot. There does not appear to be any indication of a lot specific product quality deficiency.